Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack was observed in the lens optic immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk matrix identifies the following as possible causes of "physical damage to lens": sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk matrix identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The additional information received identifies that there was increased resistance during lens injection and that methylcellulose viscoelastic was used. Rayner ifus state "the use of a sodium hyaluronate based ovd is recommended". The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The increased resistance reported may indicate that the lens had become blocked/trapped and that continued injection has resulted in the damage to the lens observed immediately following implantation into the eye. Our review of production records for the rayone emv toric rao210t batch 095281041 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 095281041.

Event description:
On 5th february 2026, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following implantation into the eye, a crack was observed across the lens optic. The lens was explanted and exchanged during the original surgery session.